Manufacturer narrative:
UDI is unknown as the part and lot number is not part provided. The device was not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported death could not be determined. Additionally, the reported death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature titled : impact of atrial fibrillation on outcomes following mitraclip: a contemporary population-based analysis.

Event description:
This is filed to report death. It was reported through research article identifying mitraclip devices that were related to the following outcomes: death. Specific patient information is documented as unknown. Details are listed in the article, titled 'impact of atrial fibrillation on outcomes following mitraclip: a contemporary population-based analysis.¿ no additional information was provided.